Event description:
The reporter stated that the filter housing was cracked and began leaking between the blue filter and the yellow tube. Parenteral nutrition and inerlipids were being infused at the time. Further info was not available.